Event description:
An endurant ii limb was intended to be implanted during an endovascular procedure for the treatment of an abdominal aortic aneurysm 65mm in size. The diameter of the proximal renal artery was noted as 20mm with a length of 30mm. Neck angulationwas noted as 90 degrees. Vessel calcification and tortuosity of 120 degrees were reported. It was reported that during the index procedure after the main body was successfully implanted, cannulation was performed to the contralateral short limb, and kink of the delivery system shaft was noted when adding the contralateral leg to the device and delivery was not possible, when the delivery system was removed and checked the outer sheath was also kinked and a replacement device was used. As per the physician the cause of the kink was due to the patients own anatomy. The patient was elderly and it was prefigured that the blood vessels would be fragile. There was calcification from common iliac artery (cia) to external iliac artery (eia). No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.